Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen for the one-month follow-up. It was noted that this s-ICD system exhibited undersensing. In addition, atrial fibrillation was also observed. Reprogramming efforts were performed. Additionally, information was received and indicated that the patient had oozed from the s-ICD incision site, the testing was performed and there was no infection presented. However, the patient was treatment with oral antibiotics. Additional information received indicates that this s-ICD exhibited oversensing of atrial fibrillation episodes. A smart pass disable episode was also noted. In addition, it was noted that the patient still had oozed from the s-ICD incision site, the testing was performed and there was no infection presented. A pocket revision was performed and successful debridement of the incision with closure with vicryl suture. At this time, this device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen for the one-month follow-up. It was noted that this s-ICD system exhibited undersensing. In addition, atrial fibrillation was also observed. Reprogramming efforts were performed. Additionally, information was received and indicated that the patient had oozed from the s-ICD incision site, the testing was performed and there was no infection presented. However, the patient was treatment with oral antibiotics. Additional information received indicates that this s-ICD exhibited oversensing of atrial fibrillation episodes. A smart pass disable episode was also noted. In addition, it was noted that the patient still had oozed from the s-ICD incision site, the testing was performed and there was no infection presented. A pocket revision was performed and successful debridement of the incision with closure with vicryl suture. Additional information indicates that there were concerns of premature battery depletion. Device replacement was recommended. At this time, this device remains in service and no adverse patient effects were reported.